Manufacturer narrative:
H3. Device analysis for the lead revealed the distal end of the stylet coil perforated by the stylet. The stylet was unable to insert into the lead all the way, stops at electrode 5. Stylet coil was stretched between #5 and #6 electrodes also between #6 and #7 electrodes. Stylet coil crushed at #5 electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a test lead failure. The guide wire could not be put to the bottom, also stated as could not be inserted. The lead was replaced and the issue was resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury.